Manufacturer narrative:
The unit passed the displacement test, rewind, basic occlusion, and excessive no delivery alarm test. However, the unit was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The unit was unable to complete functional testing including the occlusion test due to the prime anomaly. The motor was tested outside of the device and passed. No motor error alarms were noted. All buttons functioned properly; however, corroded keypad traces were noted during visual inspection. The device had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The patient's guardian reported via phone call that the insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 74 mg/dl. During troubleshooting the insulin pump was able to rewind. The patient also had multiple no delivery alarms in the alarm history, but no troubleshooting occurred for the issue. A certain button was difficult to press when the patient attempted to bolus. The insulin pump was returned for analysis.